Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR indicates all pt, event and device info davol has received to date. It is unk whether or not the device may have caused or contributed to the event based on the info currently available. Furthermore, no product has been returned. No conclusion can be drawn at this time.

Event description:
Attorney reported: pt sustained injury and damages with the use of kugel mesh. Pt suffered disabling pain and required surgical intervention. Pt suffered and will continue to suffer injury, disability.